Event description:
It was reported pruitt f3 carotid shunt tube has hole in it. The issue was found during pre-use check and no injury occurred.

Manufacturer narrative:
The device was received for evaluation and the reported issue was confirmed. A hole was observed in the safety balloon of the device which allowed fluid to leak when attempting to inflate the internal carotid balloon. The damage likely occurred while removing the protective balloon sleeve prior to use. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.